Event description:
The customer reported that they had six incidents of white blood cell (wbc) contamination (>1x10^6) between (B)(6) 2012. Exact incident dates are not available. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the events. The wbc counts are not available at this time. The disposable sets are unavailable for return for evaluation. This report is being filed due to device malfunction that has the potential for injury.

Event description:
It was originally reported that there were six incidents of wbc contamination. The actual number of incidents was eight.

Manufacturer narrative:
(B)(4). Investigation: the six reported incidents correspond to red blood cell spillovers found in the data logs for the associated machines. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The eight run data files (rdfs) were analyzed for the report of elevated wbcs: incident (B)(6) 2012: signals in the rdf indicate that an rbc spillover occurred. The signals indicate that rbcs may have exited the lrs chamber. The signals were above the spillover limit that prompts the trima to flag the product for wbc contamination. Therefore the trima operated as expected. Incident (B)(6) 2012: signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file. Incident (B)(6) 2012: signals in the rdf indicate that an rbc spillover occurred. The signals indicate that rbcs may have exited the lrs chamber. The signals were above the spillover limit that prompts the trima to flag the product for wbc contamination. Therefore the trima operated as expected. Incident (B)(6) 2012: the rdf signals could indicate an extremely low level of rbcs exiting the lrs chamber, just enough for the operator to notice a visible change, however the rbc content would be very low, well under the spillover limit that prompts the trima to flag the product for wbc contamination. Incident (B)(6) 2012: the rdf signals could indicate an extremely low level of rbcs exiting the lrs chamber, just enough for the operator to notice a visible change, however the rbc content would be very low, well under the spillover limit that prompts the trima to flag the product for wbc contamination. Incident (B)(6) 2012: signals in the rdf indicate that an rbc spillover occurred. The signals indicate that rbcs may have exited the lrs chamber. The signals were above the spillover limit that prompts the trima to flag the product for wbc contamination. Therefore the trima operated as expected. Incident (B)(6) 2012: signals in the rdf indicate that an rbc spillover occurred. The signals indicate that rbcs may have exited the lrs chamber. The signals were above the spillover limit that prompts the trima to flag the product for wbc contamination. Therefore the trima operated as expected. Incident (B)(6) 2012: signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file. Root cause: occurrences seen on trima where certain signals increase during prime are known as prime spillovers. Prime spillovers are more likely to occur if the donor hematocrit is high, or entered inaccurately; however prime spillovers are known to occur at a low level even with low donor hematocrit and accurate donor information entry. Main factors that may impact prime spillovers are: as mentioned above, the accuracy of the entered donor hematocrit. Channel loading - the channel should be completely inserted into the filler to ensure proper separation of components. For the two procedures that did not have a spillover ((B)(6) 2012), signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product. It is possible that these leukoreduction failures could be donor-related. Per "guidance for industry and FDA review staff - collection of platelets by automated methods", the following qc results for rwbcs are acceptable: - single collection: < 5.0 x 10^6 wbc; - double collection: < 8.0 x 10^6 wbc; note: if > 8.0 x 10^6, but each transfusable component is < 5.0 x10^6, this is not considered a collection failure. - triple collection: <1.2 x 10^7; note: if > 1.2 x 10^7, but each transfusable component is < 5.0 x10^6, this is not considered a collection failure. All collections were below 5.0 x 10^6.